Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy. Patient also reported impedances on the leads which prevented the system from going into MRI mode. As a result, surgical intervention was undertaken on (B)(6) 2023 where both leads were explanted and replaced with a paddle lead to address the issue. It is unknown which lead has impedances.